Manufacturer narrative:
This is the final supplemental report, the complaint is closed.

Event description:
As reported by (B)(6), dr. (B)(6) could not get two 20mm plateaus to snap into place. They instead used a 22mm which snapped right into place and was implanted. [Customer].

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. Note on exceeding the reporting deadline reporting deadline 30 december 2023 reporting date 19 january 2024 this initial report is delayed due to an it security-related incident from (B)(6) 2023. Due to the incident, we did not have access to our it systems and were temporarily unable to meet our obligation to report incidents on time. The process-relevant functions have been available again since 16 january 2024. Accordingly the reports will now be submitted retrospectively.

Event description:
As reported by (B)(6) dr. N could not get two 20mm plateaus to snap into place. They instead used a 22mm which snapped right into place and was implanted.. Customer.